Event description:
Description of event according to complainant: the physician commented on what he considered excessive blood loss through z-traz plus hemostasis valves. The patient was given 2 units of transfused blood during procedure. After the zteg-2pt-38-202-pf-us was placed, it was decided to extend by using the tbe-38-77-pf-us. Patient outcome: (B)(6) 2014: according to the physician, the patient did "very well" overnight and it is anticipated that the patient would be discharged home on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Only delivery system returned. Stent remains in patient. (B)(4) occurred during the same procedure. The investigation is in progress.